Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized after experiencing an inappropriate shock due to a wandering baseline while programmed in secondary vector. The wandering baseline noise was reproducible when palpitating over the xiphoid incision and pushing over the device site when the device was programmed to secondary and alternate vectors. Noise was not able to be reproduced with the primary vector. Fluid was noted in the pocket and when moving the device they were able to recreate the noise. It was noted that the physician had used the two incision technique. An x-ray was taken which did not reveal any significant findings or issues with the device. The physician anticipated air in incisional pocket around the device as no noise was seen at the pre-discharge check. The patient was brought back in for testing one week later where no noise was seen when the patient was at rest, with isometrics or when climbing stairs. The device was left programmed to secondary with no further issues seen. The device remains in service and no adverse patient effects were reported.